Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a compromised force sensor system alarm. The customer was able to rewind the device. The customer's blood glucose level was unknown. The customer was advised to revert to a back-up plan. No further details were provided.